Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) lower half was flashing on and off. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs), and liquid crystal display (lcd) panel to resolve the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. Covidien reference # (B)(4).